Manufacturer narrative:
The device image was reviewed which revealed the estimated longevity was within specifications. However, the monthly fuel gauge current measurements indicated the input current increased prior to implant. In addition, all daily fuel gauge measurements indicated higher levels then the normal input current after explant. Further analysis revealed the cause of the high input current was due to a hybrid anomaly. Capture/threshold testing indicated the device performed in accordance with specifications. The cause of the capture/threshold issue remains unknown. The cause of the premature battery depletion was due to a hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
The patient received an alert as the device reached eri due to suspected premature battery depletion. The device was explanted and replaced. The patient received no consequences.